Manufacturer narrative:
The thermogard hq console (sn (B)(6)) will not be returned to zoll for investigation. The reported "coolant low" alert had been cleared by turning the tghq console off and on, and the console was working fine. Therefore, the customer didn't request a further inspection for the tghq console.

Event description:
It was reported that the thermogard hq console (sn (B)(6)) displayed a "coolant low" message although the coldwell was properly filled with coolant. The physician switched from the tghq console to the tgxp console and continued ivtm therapy. Subsequently, there were no problems during the treatment. On the same day, a sales representative visited the hospital and checked the tghq console that had displayed the "coolant low" alert. The alert had been cleared by turning the tghq console off and on, and the console was working fine. No patient injuries were reported.